Event description:
(B)(4). Event occurred in the united states. The patient reported that while she was trying to fill the tubing, it came off from the infusion set. She is seeking replacement. No further information available.